Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 21st june 2010 and performed to specification up to the 10th august 2014. On the 17th august 2014 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for 50 months. The device continued to remain in fault mode. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the 1st october 2014 and the last log entry on the 23rd december 2015. During this time the pad-pak became depleted and a new pad-pak was installed, before also becoming depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.